Event description:
It was reported that the aseptic battery housing opened during a procedure, exposing the non-sterile battery. There was no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.